Event description:
The atrial lead was returned to the manufacturer, analyzed, and tested out of specification. Information in the manufacturer's registration system indicates the patient expired. There are no allegations the death was lead-related. The cause of death has been requested, but not received. Follow-up with the physician's office revealed the patient had been receiving hospice care at home. The clinic also reported the last device check was two months prior to the patient's death, and everything was functioning fine at that time. There was no record of the patient having any problems with her device after that.

Event description:
The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Review of the manufacturer's database revealed the patient had died. There is no allegation that the death was device related. The cause of death has been requested and not received. Follow up with the clinic revealed the patient had been receiving hospice care at home. The clinic also reported the last device check was 2 months prior to the patient's death, everything was functioning fine at that time, and there is no record of patient having any problems with her device after that. Additional information received from the clinic reported the patient's cause of death was cancer and the death was not device related.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was lead-related. The cause of death has been requested, but has not been received. This was an atrial lead in a dual chamber system. Evaluation summary: outer insulation breached; proximal segment returned and analyzed.

Manufacturer narrative:
This report is based solely on lead return and analysis. No information to suggest a lead-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. There was no indication the death was lead-related. The cause of death has been requested but has not been received. This was an atrial lead in a dual chamber system. Evaluation summary: outer insulation breached; proximal segment returned and analyzed.